Event description:
It was reported that the patient experienced itching and edema a day post treatment using potenza. Days after treatment redness intensified and patient experienced persistent pain, hyperpigmentation, and fever blister. It was also noted that site applied multiple topicals and prp, botox hyperdiluted 1:5, ha serum on patient after treatment at their own discretion. Cynosure clinical team believes the response appears to be consistent with an allergic type response. It is likely possible that patient had a response from one of the multiple topicals applied. Patient followed up with a physician who prescribed prednisone, valtrex, ciprofloxacin, and cephalexin as medical intervention. The device was evaluated and found to be operating as intended within specification. This is a reportable adverse event due patient receiving medical intervention.